Manufacturer narrative:
The device was received for evaluation. During functional testing, an improper shutdown did not occur. A review of the event history log revealed multiple events of improper shutdown. An "improper shutdown!" Occurs upon power up after all power to the pump is lost. The history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during an unspecified process step at the emergency room. There was no patient involvement. No additional information is available.